Event description:
Customer made too sharp of a right turn from sidewalk to his driveway and tipped unit. Admitted it was his error. Unit continues to function as intended.

Manufacturer narrative:
Instructed customer on proper use of unit.